Manufacturer narrative:
H6: investigation summary: this complaint is for panel aborts due to insufficient indicator when using phoenix ast-s indicator (246009) batch 1145292 the customer did not provide lab reports, isolates, or panels for the investigation. The complaint batch was not available for investigation due to the batch being expired at the time of the investigation and is beyond our stability timeframe. As a result, this complaint is unconfirmed for performance. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed five additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported when using the bd phoenix¿ ast-s indicator solution there was a performance issue - atypical growth, atypical reaction, failure to inhibit, insufficient growth, potency, ph failure for prepared reagents/media that could impact growth performance. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there were "repeated failures on the bd strep panels 448785 when using strep indicator 246009. The reason on epicenter for the failure is insufficient indicator in the panel. Customer confirmed they are adding 1 full drop and keep the indicator refrigerated."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ ast-s indicator solution there was a performance issue - atypical growth, atypical reaction, failure to inhibit, insufficient growth, potency, ph failure for prepared reagents/media that could impact growth performance. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there were "repeated failures on the bd strep panels 448785 when using strep indicator 246009. The reason on epicenter for the failure is insufficient indicator in the panel. Customer confirmed they are adding 1 full drop and keep the indicator refrigerated."